Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals for its right ventricular (rv) lead. Additionally, its impedance measurements had increased, but they were still within range. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals for its right ventricular (rv) lead. Additionally, its impedance measurements had increased, but they were still within range. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No adverse patient effects were reported. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.